Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel incontinence, urge incontinence. It was reported that the reason for the call was to state that as of three weeks after the surgery, they went to turn stimulation on for the first time and realized it would not turn on. The patient stated they went to the doctor's office and someone there tried to assist but could not get it to come on either. Troubleshooting was unable to be performed as the patient reported the handset had not been charged and would not power on. The manufacturer help line had the patient plug in the charging cord, and the patient reported seeing the lightning bolt and that the handset was currently charging. The caller was redirected to call back to continue troubleshooting once the handset was fully charged. Eighteen days later, the patient called back and reviewed the issue previously reported. Maintenance suggestions for the handset were reviewed. The patient also said the communicator was not charging, however, with instruction the patient turned the communicator on (confirmed no yellow light) and connected to the implant. The patient did not want to make any adjustments. Lights on the communicator and maintenance information were reviewed, as well as that both external devices were operating as designed. The patient was encouraged to call the manufacturer help line to review the information as needed. The patient also replied the cause of the inability to turn on stimulation was not determined. When asked what steps were or would be taken to resolve the issue, they stated they had an appointment at their doctor's office on thursday, (B)(6) 2022.

Manufacturer narrative:
Date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.